Event description:
A caller reported an issue with a cgm error. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully started their sensor session without further errors.